Event description:
The customer reported that the fluoroscopic x-ray function intermittently was not working. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltages on two of the system's power supplies were adjusted. The system was then found to be operating as intended.